Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 2 did not recognize the instruments. Prior to contacting intuitive surgical, inc. (Isi) technical service engineer (tse), the caller reset and changed instruments, reset the sterile adapter (sa) and reboot the system, but issue persisted. The caller stated site would continue the procedure with three arms as planned, with less than 15 minutes of delay. Tse verified the error logs on artemis and did not find any errors. The isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the issue. However, the fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned, and the reported issue was confirmed via logs but not replicated. The usm was tested on an in-house system in normal mode where it passed. The usm was also tested on a test platform where it passed all required tests. During further inspection, the carriage cover was removed to check for any signs of liquid intrusion. Liquid intrusion residue was found inside the carriage cover.

Event description:
Refer to h10/h11 for follow-up information.